Event description:
Upon pacemaker interrogation on (B)(6) 2013, it was noticed that parameters were unexpectedly found at their nominal values (vvi mode), whereas other values had been previously programmed by the physician (ddd mode during the previous follow up). An explanation is requested. Preliminary analysis showed that the device operated in dual chamber mode until the device was interrogated on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.